Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. The event can be prevented by following "operation section handling and general precautions" in the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales rep reported on behalf of the customer, the cover does not come off evis lucera duodenovideoscope. There was no report of patient harm associated with this event. During inspection of the returned device, the adhesive portion of the lighting lens was noted peeling off. There was a gap in the glued end which allowed dirt to enter. This MDR is being submitted to capture the reportable malfunction found during evaluation of the returned device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. In addition, the curved rubber adhesive was cracked. The illumination lens was cracked. The adhesive part of the lighting lens came off. The play of the angulation knob was out of specification due to elongation of the angle wire. The bending angle was reduced due to elongation of the angle wire. The boot was damaged. The insertion tube was discolored. The insertion tube was scratched. Scratches were on the distal end cover. There were scratches on control section. The universal core was collapsed. Scratches were on the universal cord. Scratches were on the scope connector. Scratches were on the scope connector. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.